Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. The unit returned has the distal end tip detached. Visual inspection revealed that the device has the guidewire detachment due to rotational wear in the middle of the device, 318 cm from the proximal section. The distal section was not returned. Dimensional inspection was done. The overall length and outer diameter (od) of distal tip could not be measured due to the device condition. The od of middle of the device near to the broken section and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12474. It was reported that the tip of the rotawire was detached and remained in the patient's body. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A rotawire and a rota burr were selected and advanced to treat the target lesion. During ablation, the rotawire detached approximately 10cm from the tip. The burr was removed from the patient without problem and there was no damage noted to the burr. A stent was used to trap the broken rotawire against the vessel wall. Bail out was performed and the procedure was completed. No further patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12474. It was reported that the tip of the rotawire was detached and remained in the patient's body. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A rotawire¿ and a rota burr were selected and advanced to treat the target lesion. During ablation, the rotawire¿ detached approximately 10cm from the tip. The burr was removed from the patient without problem and there was no damage noted to the burr. A stent was used to trap the broken rotawire against the vessel wall. Bail out was performed and the procedure was completed. No further patient complications were reported and patient's status is good.